Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that an "oxygen not available" and "check vent: oxygen device failed" occurred. It was also reported that the fio2 was reportedly 25% during use. The device was replaced with a backup ventilator at the hospital. There was neither delay in therapy nor medical intervention reported due to the event other than the ventilator swap. The reported issue was not duplicated by a test run performed. Occurrence records of "oxygen not available" (diagnostic code: 1208) and "check vent: oxygen device failed" (diagnostic code: 1111) alarms were confirmed in the event log. When "check vent: oxygen device failed" occurs, the device stops providing oxygen, resulting in occurrence of "oxygen not available" alarm. Therefore, investigation on "check vent: oxygen device failed" was performed, and no abnormality was observed. A v60 calculates how much high-pressure oxygen needs to be delivered against the flow from blower motor in order to supply the oxygen concentration which is set as the oxygen supply method. Therefore, in case a flow which exceeds the leak compensation ability of the v60 is generated as well due to circuit leak, patient circuit being disconnected and such, "check vent: oxygen device failed" occasionally occurs. Per customer's request, the repair was cancelled and the device was returned to the customer.